Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2023. On (B)(6) 2023, the patient's radiation oncologist reported that there was a level 3 rectal wall infiltration of the hydrogel. Upon review of magnetic resonance imaging (MRI) imaging a grade three rectal wall infiltration was confirmed as the circumference was greater than twenty-five percent and was closer to fifty percent involve. A delay occurred in the treatment of the patient. The patient is reported to be asymptomatic. There were no complications for the patient resulting from this event.

Manufacturer narrative:
The complaint was unable to provide the lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of the gel misplaced - non-vascular.